Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion is being used in lieu of an adequate conclusion for device not returned.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. During the procedure, the peg tube detached. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.